Event description:
It was reported that the patient was admitted with driveline damage. There were no alarms. The patient had this damage for a while. The clinicians wanted to repair the damage during clinic visit last february, but the patient did not want the repair as he lives over 200 miles from the center. At the patients next visit on (B)(6) 2022, clamshell repair was placed on the damage with no issues.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event was confirmed based on an onsite evaluation performed by an abbott representative, as well as the submitted photographs. Multiple requests were sent to the account to determine if the driveline damage was the same or had worsened since the february event (reported under MFR # 2916596-2022-00908), as well as if the pump function was impacted during the event; however, no further information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate ii lvas instructions for use (IFU) and patient handbook contain information on how to care for the driveline. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. The heartmate ii lvas patient handbook is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22feb2016. No further information was provided. The manufacturer is closing the file on this event.